Event description:
The facility reported a pump with failure code 570:320:831:0000. This failure code occurred prior to use. There was no pt injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
A request for the return of the device has been made. 6000001-12/13/05-019-c